Manufacturer narrative:
E1: patient's city: (B)(6) patient country: united states. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced an event on (B)(6) 2025 where the infusion set was inserted into tissue with stretch marks. The infusion set was used for one day. The blood glucose level of the patient was 762 mg/dl, and the patient had ketone level of 3.2 mmol/l. The patient was hospitalized on (B)(6) 2025 at 8:00 pm. During hospitalization, the patient was treated with insulin drip and manual shot. The patient was hospitalized for less than twenty-four hours. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4 and manufacturing date under h4. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 12-jan-2025 against "lot number 6007124 and similar malfunction code(s) insertion into scar tissue, improper site selection, or incorrect preparation of set. Set broke prior to use due to insertion into scar tissue, into sites not stated by the instructions for use (IFU), or incorrect preparation of set. The review confirmed that lot 6015465 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) planof the same or similar nature. Similar complaints search: a query was run in the eqms on 12-jan-2025 against "lot number" criteria equal 6007124 and similar malfunction codes insertion into scar tissue, improper site selection, or incorrect preparation of set.set broke prior to use due to insertion into scar tissue, into sites not stated by the IFU, or incorrect preparation of set. The count of complaint is 1. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 6007124 was manufactured according to the work instruction (wi)version 79 and manufactured in the machine multivac 12, on 12-may-2024, with a total of (B)(4) units. Assembly: the lot 4e02074 was assembled according to wi version 27 on-line inspection for assembly of quick set on 12-may-2024, with a total of (B)(4) units. The lot 4e02075 was assembled according to wi version 27 on-line inspection for assembly of quick set on 13-may-2024, with a total of (B)(4) units. The lot 4e02150 was assembled according to wi version 27 on-line inspection for assembly of quick set on 13-may-2024, with a total of (B)(4) units. Bun lot the lot 4e01746 was manufactured according to the wiversion 38 and manufactured in the machine us05 and us06 12-may-2024, with a total of (B)(4) units. The lot 4e01747 was manufactured according to the wi version 38 and manufactured in the machine us05 and us06 12-may-2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: wi - guidance for visual testing for complaints area version 3: 3 samples out 3 tested passed visual inspection. Wi - guidance for functional testing 1 air flow test for complaints area version 2: 3 samples out 3 tested passed functional testing for the reported malfunction code insertion into scar tissue, improper site selection, or incorrect preparation of set. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). As a result of the following, a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6007124 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. For more details, see the information under the child investigation record (B)(4).